Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -1.50/2.5/059 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports there was lens rotation not associated to low vaulting. On (B)(6) 2022 the lens was explanted and it was indicated the left eye was not stable and the patient could not get used to the lens and the lens was explanted. The cause of the event was reported as the device.

Manufacturer narrative:
H3 - device evaluation: lens was returned with moisture in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).